Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product and request have been made for the return of the product. Device manufacture date is unknown.

Event description:
The representative feels the handle is over torquing. Additional information received from the sales representative on 22 feb 2010. The primary fusion surgery was from levels t10-l2. While the surgeon was adding closure tops to the construct, one of the sequoia modular t handle non ratcheting torque limiting handles began to strip the set screws. Overall, four closure tops used on two polyaxial screws were not able to be used due to the stripping caused by the non ratcheting torque limiting handle. These closure tops were replaced, however, there was a 30 minute surgical delay before the surgeon could get the construct completed due to the stripping and replacing of the closure tops. The surgeon was able to complete replacement and addition of the closure tops with other available equipment.